Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Event subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly. Investigation summary the complaint device is not being returned, it was implanted by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure.a manufacturing record evaluation was performed for the finished device lot number (6l68641), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in japan on 5/21/2021 that postoperatively to an open rotator cuff repair procedure performed on (B)(6) 2021 treating a largely torn rotator cuff, the patient developed an infection using a 4.75 healix advance kntlss br device. It was reported that after the infection was discovered, all anchors were removed from the patient on an unknown date; and were not replaced. The surgeon reported that the possible causes could be related to the issues on the hospital side such as cleansing, sterilization, device handling and/or operating room. It was further reported that the severity of the adverse effect was mild to moderate. The current status of the patient was unknown. No additional information was provided.

Event description:
It was reported by the affiliate in japan on 5/21/2021 that postoperatively to an open rotator cuff repair procedure performed on (B)(6) 2021 treating a largely torn rotator cuff, the patient developed an infection using a 4.5 healix advance br3sut w/oc device. It was reported that after the infection was discovered, all anchors were removed from the patient on an unknown date; and were not replaced. The surgeon reported that the possible causes could be related to the issues on the hospital side such as cleansing, sterilization, device handling and/or operating room. It was further reported that the severity of the adverse effect was mild to moderate. The current status of the patient was unknown. No additional information was provided.

Event description:
It was reported by the affiliate in japan on (B)(6) 2021 that postoperatively to an open rotator cuff repair procedure performed on (B)(6) 2021 treating a largely torn rotator cuff, the patient developed an infection using a 4.5 healix advance br3sut w/oc device. It was reported that after the infection was discovered, all anchors were removed from the patient on an unknown date; and were not replaced. The surgeon reported that the possible causes could be related to the issues on the hospital side such as cleansing, sterilization, device handling and/or operating room. It was further reported that the severity of the adverse effect was mild to moderate. The current status of the patient was unknown. No additional information was provided. It was additionally reported that the patient was a 69 year old man, the deltoid re-construction surgery was being performed on the left shoulder, the auto-tendon graft was performed from the left proximal tensor fasciae latae muscle tendon and the deltoid muscle was pulled up so that it could be crimped to the acromion and then covered with a graft tendon.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 correction narrative: b5: the event description has been updated to reflect the additional information.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) on (B)(6) 2021 that postoperatively to an open rotator cuff repair procedure performed on (B)(6) 2021 treating a largely torn rotator cuff, the patient developed an infection using a 4.5 healix advance br3sut w/oc device. The surgeon reported that the possible causes could be related to the issues on the hospital side such as cleansing, sterilization, device handling and/or operating room. It was further reported that the severity of the adverse effect was mild to moderate. The current status of the patient was unknown. No additional information was provided.